Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the reported event could not be confirmed as the device was returned without discernable markings matching that of the event description. The polished surface of the device is smudged consistent with finger markings and other surface level scratches attributed to the handling of the device after the tibial protective cover was removed. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review was conducted by the manufacturing site. Product code 150680002, work order (B)(4) attune rp tib base sz 2 cem was manufactured on 21-nov-2020. 20 parts were manufactured per specification and all raw materials met specification. Scrap: there was no scrap associated with this lot. Reprocessing: there was no reprocessing associated with this lot. Non-conformance: there was no non-conformance associated with this lot. Corrected: h3.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent tka for oa with the tibial tray in question. During surgery, the surgeon found dirt on the surface of the tibial tray. He didn't use the tibial tray and opened the new tibial tray. However, the new tibial tray also had dirt on its surface. The surgeon wiped the dirt off and used it. The surgeon found the dirt without touching the surface of the tray. The surgery was completed successfully and there was 30 min surgical delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.